Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop 114-811 as follows: reservoir filled with diluent, and connected to anew infusion set. Installed reservoir and connector into a 7xx pump. Performed a manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual priming. Blood glucose level at the time of the incident was 577 mg/dl. During troubleshooting, the customer was unable to get insulin to exit the tubing. The customer stated that he did not have another infusion set available to change to at the time of the call. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.